Manufacturer narrative:
Concomitant medical products: product ID: addrl1 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was also noted that the right atrial (ra) lead exhibited undersensing during stored electrograms (egm). Both leads remain in use. No patient complications have been reported as a result of this event.